Event description:
The customer questioned results from 1 patient sample tested for ise potassium electrode (k), ise sodium electrode(na), and ise chloride electrode (cl). Of the data provided, the na and cl results were erroneous. Erroneous results were reported outside of the laboratory. The initial na result was 104 meq/l. The initial cl result was 78 meq/l. These results were reported outside of the laboratory. The physician requested the sample be repeated. The sample was repeated twice with na results of 139 meq/l and 138 meq/l. The repeat cl results were 105 meq/l and 106 meq/l. No adverse event occurred. The ise sodium electrode and ise chloride electrode lot numbers and expiration dates were not provided it was noted that there were fibrin clots in many sample tubes. The customer believes the erroneous results were caused by a clotted sample. The customer indicated that the ise tower is frequently clogged. The most likely root cause of the erroneous results is due to pre- analytic issues which cause sample clotting.

Manufacturer narrative:
No instrument or software issue was identified. The root cause of the erroneous results was due to pre-analytics. The customer used the incorrect type of sample tubes without a clot activator for the clotted blood that was measured. As a result, the ise tower can become clogged by the fibrin in the sample and generate incorrect results.

Manufacturer narrative:
This event occurred in (B)(6).